Event description:
It was reported that an insulation anomaly was observed on the lead. Lead was capped and replaced. Patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.